Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) the positive pressure of iabp is insufficient, and the self-test fails. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the telephone number - (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) the positive pressure of iabp is insufficient, and the self-test fails. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The disassembly inspection found that the positive pressure of the pump was insufficient and the valve group was leaking. Fse replaced the drive valve group and the 5,000-hour maintenance package. After the replacement, all parameters and functions of the equipment were tested to be normal and delivered to the customer.

Event description:
N/a.